Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2010. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a lap-band port had been removed as there was a "leak in port." The pt complained of feeling "significant hunger and lack of restriction." "Upon accessing the port," it was noticed there was "less fluid than expected in the band." Examination of the explanted "port, entire tubing and band," showed "a possible area of extravasation along the lateral aspect of the proximal tubing." The port was replaced.